Event description:
It has been reported that AED did not pass self test due to a bad battery, device was returned for eval.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported in case the device analysis finds a malfunction that could prevent or delay therapy.